Manufacturer narrative:
The first reported complaint that "the autopulse platform (s/n (B)(6) displayed user advisory (ua) 23 (compression will exceed 3 revolutions)" was confirmed based on the review of the archive data, but it was not replicated during functional testing. The second reported complaint that "the autopulse platform displayed fault code 16 (timeout moving to take-up position)" was confirmed based on the review of the archive data and during functional testing as there was no brake activation. The root cause of the reported complaints was corrosion on the brake housing area of the drivetrain motor, likely due to humidity. A review of the autopulse platform archive revealed that daily checks were not performed regularly. The customer stated that the autopulse platform was stored in their ambulance. Performing regular daily checks and storing the device in a location with low humidity will reduce the likelihood of corrosive damage to the drivetrain motor and prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer in 2008. The lack of proper maintenance and high relative humidity most likely caused degradation of the mechanical components of the drivetrain to occur, leading to eventual brake seizure. During visual inspection, the front enclosure was observed to be cracked at the front-end area, and the bottom enclosure had multiple cracks at its screw well area. In addition, the load plate cover was defective with a hole affecting the watertight seal. The observed physical damages were unrelated to the reported complaints and resulted from harsh impact due to user mishandling. The enclosures and the load plate cover were replaced to address the issues. The platform was further examined, and it was noted that power distribution board revision level was below 6 and needed to be updated, attributed to the age of the platform. This observation is unrelated to the reported complaints. The autopulse platform was manufactured in august 2008 and has exceeded its expected service life of 5 years. The archive data was reviewed and showed multiple fault code 16 and ua23 advisory messages on the customer's reported event date; thus, confirming the reported complaints. The autopulse platform failed initial functional testing due to fault code 16 error message displayed during take-up; thus, confirming the reported complaint. While powering on the autopulse platform, there was no brake activation. It was noticed that the drive train motor had corrosion at the brake housing area. The brake assembly was seized from corrosion which contributed to the cause of both fault 16 and ua23 and prevented the platform from performing compressions. The corrosion at the brake housing area was removed using ipa (isopropyl alcohol). After removing the corrosion, the brake gap inspection was performed and verified the brake gap was within specification. Furthermore, the autopulse was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) equivalent to 280 lbs. Using known-good test batteries until discharged for 15 minutes, and the platform passed the test without any issues. During servicing of the autopulse platform, the load cell characterization test revealed that load cell module 2 was under-reported (defective), unrelated to the reported complaints. The observed damaged covers and defective load cell were likely attributed to mishandling such as a drop. The hole in the load plate cover may have allowed fluid ingress and potentially damaged the load cell module. Following service, the autopulse was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The final brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(6).

Event description:
The autopulse platform (s/n (B)(6) was used to resuscitate a patient in cardiac arrest. Before placing the patient on the platform, while the ems crew were pulling up the lifeband, one of the sides of the lifeband came off the platform. After the lifeband was readjusted, the autopulse platform displayed a user advisory (ua) 23 (compression will exceed 3 revolutions) advisory message. The ems crew immediately continued with manual CPR. No further information was provided regarding the details of the event. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown. While testing the device after the patient call, the autopulse platform displayed a fault code 16 (timeout moving to take-up position) error message. The ems tested the autopulse platform with a mannequin using new lifebands, but the issue persisted. As per the customer, they stored the autopulse platform in their ambulance.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. Before placing the patient on the platform, while the ems crew were pulling up the lifeband, one of the sides of the lifeband came off the platform. After the lifeband was readjusted, the autopulse platform displayed a user advisory (ua) 23 (compression will exceed 3 revolutions) advisory message. The ems crew immediately continued with manual CPR. No further information was provided regarding the details of the event. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown. While testing the device after the patient call, the autopulse platform displayed a fault code 16 (timeout moving to take-up position) error message. The ems tested the autopulse platform with a mannequin using new lifebands, but the issue persisted.